Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014). The lay user/patient¿s product(s) has been returned and evaluated on 04/23/2014 and 05/08/2014 by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce the error message. The test strips involved with this complaint also failed testing. When test strips were tested (on performance testing) with control solution, an error 4 was observed with no assignable cause found, however a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.